Event description:
On 07/11/2024, a sales representative reported via (B)(4) that an ar-9676 angled rearmer, drive shaft of augmented mgs reamer, got jammed and cold welded into the outer ar-9597-10 angled reamer 10-degree sleeve while reaming the glenoid, resulting in the reamer not functioning at all. The case was completed with no further information provided. This was discovered during an rtsa fx procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9597-10, angled reamer sleeve, batch 37622112, was received for investigation, with an ar-9676 that was stuck inside. Visual inspection noted circumferential grinding on the collar of the reamer on the proximal end. Functional testing was not performed due to the returned ar-9676 being stuck inside an ar-9597-10 and therefore, not able to be moved freely. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.